Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent full vns revision due to lead discontinuity. The suspect device has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the suspect lead. One portion of the lead was returned without tie-downs. Three sets of setscrew marks were seen on the connector pin, which provide evidence of proper contact between the generator and pin. Abrasions were observed on the connector boot and outer tubing that did not penetrate, likely due to wear. Coils are stretched, wavy, and spiraled in some areas, likely due to explant procedure. A tear opening was seen on the outer and one inner tube due to stretched and spiraled coils, which are likely due to the explant procedure. Dried body fluids were observed inside the inner and outer tubes in some areas, with no point of ingress noted other than the identified tub openings and cut ends. The tubing was compressed and internal abrasions were seen in some areas. Tie down abrasions were seen on the outer tubing in one place and the end of the outer/inner tubes and coils were cut. Incisions were made to allow for continuity checks and no open circuit conditions were seen. Product analysis and figures worksheets were reviewed and no anomalies were seen outside of those previously mentioned. The reported tear opening and fluid leaks will not be captured as they were caused by the spiraled coils, which were typical in accordance with explant procedures. The reported event of "fracture of leads" was not confirmed. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis was also completed on the returned generator. The last impedance change was seen on (B)(6) 2025 from 2526 ohms to 13825 ohms during active implant.

Manufacturer narrative:
H3, corrected data: initial report inadvertently left this field blank.

Event description:
The suspect device was received by the manufacturer and is pending product analysis completion.